Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned. Therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported that 3 bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: dispensing pharmacy contacted through agent and responded. I have a patient who has been using microfine plus 31g5mm for a long time, and the user uses it on the tip of victoza subcutaneous injection and glargine bs injection myriopen, but recently, there have been many cases where the liquid does not come out properly when priming.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: dispensing pharmacy contacted through agent and responded. I have a patient who has been using microfine plus 31g5mm for a long time, and the user uses it on the tip of victoza subcutaneous injection and glargine bs injection myriopen, but recently, there have been many cases where the liquid does not come out properly when priming.